Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: "deflation, pain".

Event description:
Healthcare professional reported "deflation, pain" this record is for the left side. Device was explanted.